Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. Insufficient product identification information was provided, and thus, a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that there was insufficient information to tie the reported complaint to specific line items within the risk file. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. Therefore, no further medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). Seki k, seki t, ogasa h, imagama t, matsuki y, yamazaki k, sakai t. Investigation of the effect of intraoperative mediolateral stability on postoperative sagittal stability after bi-cruciate stabilized total knee arthroplasty. J orthop. 2020 oct 8;22:454-457. Doi: 10.1016/j.jor.2020.10.008. Pmid: 33093754; pmcid: pmc7557966.

Event description:
It was reported that on literature review "the effect of soft tissue interposition of the endobutton on clinical results and on its postoperative migration after single-bundle anterior cruciate ligament reconstruction", six (6) patients are requiring to be re-operated due to joint instability: 3 after surgery using biosure interference screw. No further information is available.